Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 200 mg/dl. It also reported that the display did not returned after insulin pump restart. The customer was advised to discontinue the use of pump and revert to back up plan. The customer will return insulin pump for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.